Event description:
It was reported that patient had adaptive stimulation (as) activated day before report. Day of report, patient had walked into a store and their implantable neurostimulator (ins) had turned off. Patient indicated that a call your doctor screen and ¿xxx¿ was displayed on the patient programmer. Patient reported, the message went away by itself. It was noted that the patient turned their ins off, and back on and stimulation returned. Additional information reported that representative recommended patient remove batteries for ten seconds and replace to take care of the error message. Representative told patient to contact them if this happened again, and they have not heard from patient thus far. Representative also reported that in regards to the patients stimulation turning off, the patient needed to adjust their as in the upright and mobile position.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).